Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the axium implant coil was returned for analysis within the introducer sheath. The axium implant coil pushwire was found kinked and broken with release wire extending from broken end. The implant coil was found to be detached within introducer sheath. Based on the device analysis and reported information, we were unable to determine the cause of implant coil detached from the pushwire. However, it is possible that the pushwire damage at the break indicator and for the release wire to subsequently pull back from the lumen stop, detaching the implant coil from the pushwire. All devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the bare axium coil package was opened and upon assessment of the device, it was realized that the proximal end of the pushwire was ¿cracked¿ (kinked/broken). No patient injury occurred. Evaluation of the returned device found that the implant coil was detached from the pushwire within introducer sheath.